Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the programming error could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therebefore, external and internal inspection could not be performed. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025. Channel b, pca module (s/n: (B)(6)). At 3:14 pm the unit was selected, and an infusion was programmed with the following parameters: syringe type: bd 50 ml; volume: 25.178 ml, infusion type: continuous, rate: 0.5 mg/hr, and a volume to be infused (vtbi): 25.178 ml. With a primary volume infused (pvi): 35.7593 ml (from previous infusions programmed). At 5:14 pm the infusion was paused for three minutes approximately, at 5:17 pm the infusion was restarted with a pvi of 36.75 ml. At 7:29 pm the infusion was paused for one minute approximately, at 7:30 pm the infusion was restarted with a pvi of 37.8475 ml at 8:24 the module alarmed door opened and check syringe. One minute later the unit was channeled off. With a total volume infused registered of 38.3024 ml. The alaris¿ system with guardrails¿ suite mx (v 9.33) states the following warnings and cautions: the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported programing error was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Correction: medical device type, PMA / 510(k)#. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a programming error of dilaudid. On (B)(6) 2025 at approximately 1800 the pca was programmed at a rate of 0.5mg/hr; however, on (B)(6) 2025 at 0300 the pca syringe was empty. Per report, the customer states "it was noted that the pca infusion was infusing at 2.5mg/hr". There was patient involvement, but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the programming error could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therefore, external and internal inspection could not be performed. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025. Channel b - pca module (s/n: (B)(6)) at 3:14 pm the unit was selected, and an infusion was programmed with the following parameters: syringe type: bd 50 ml; volume: 25.178 ml, infusion type: continuous, rate: 0.5 mg/hr, and a volume to be infused (vtbi): 25.178 ml. With a primary volume infused (pvi): 35.7593 ml (from previous infusions programmed). At 5:14 pm the infusion was paused for three minutes approximately, at 5:17 pm the infusion was restarted with a pvi of 36.75 ml. At 7:29 pm the infusion was paused for one minute approximately, at 7:30 pm the infusion was restarted with a pvi of 37.8475 ml at 8:24 the module alarmed door opened and check syringe. One minute later the unit was channeled off. With a total volume infused registered of 38.3024 ml. The alaris¿ system with guardrails¿ suite mx (v 9.33) states the following warnings and cautions: the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported programing error was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a programming error of dilaudid. On (B)(6) 2025 at approximately 1800 the pca was programmed at a rate of 0.5mg/hr; however, on (B)(6) 2025 at 0300 the pca syringe was empty. Per report, the customer states "it was noted that the pca infusion was infusing at 2.5mg/hr". There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a programming error of dilaudid. On (B)(6) 2025 at approximately 1800 the pca was programmed at a rate of 0.5mg/hr; however, on (B)(6) 2025 at 0300 the pca syringe was empty. Per report, the customer states "it was noted that the pca infusion was infusing at 2.5mg/hr". There was patient involvement, but no harm.